Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the touchscreen was not responding to touch inputs. The failure occurred during treatment. The customer tested the whole area of the touch screen but could not get the touchscreen to respond. The customer attempted a screen reset and stopped the patient flow. The touchscreen reset was unsuccessful, and the touchscreen was still not responsive. In order to reestablished flow, the customer decided to place the cardiohelp in ¿emergency mode¿. The patient was safely placed back onto support via the cardiohelp. The cardiohelp was exchanged. No harm to any person has been reported. As there was no flow to the patient and the cardiohelp device was exchange, a report is required. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that the touchscreen was not responding to touch inputs. The failure occurred during treatment. The customer tested the whole area of the touch screen but could not get the touchscreen to respond. The customer attempted a screen reset and stopped the patient flow. The touchscreen reset was unsuccessful, and the touchscreen was still not responsive. In order to reestablished flow, the customer decided to place the cardiohelp in ¿emergency mode¿. The patient was safely placed back onto support via the cardiohelp. The cardiohelp was exchanged. No harm to any person has been reported. As there was no flow to the patient and the cardiohelp device was exchange, a report is required. A getinge field service technician (fst) was sent for investigation. The cardiohelp in question was tested and the failure could not be replicated. The user interface hardware update kit and rotary encoder were replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As the failure could not be replicated during the repair, no exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: defective display: - no display function. - no touch function. - lost touch calibration. Additionally, due to the age of the device and this component touch screen, age related aspects can be considered as well. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. The review of the non-conformities has been performed on 2025-07-01 for the period of (B)(6) 2018 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-04-05. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "touchscreen no responding" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).